Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated that the pump had several power events related to the use of a discharged battery in the pump. There was no damage observed to the battery compartment or cap. The pump was exercised for 24 hours without power interruptions. The pump was opened and no internal moisture damage was found. The power circuit was inspected and found no intermittent connections. Unrelated to the complaint, the keypad rubber was found to be damaged at the ok button but all buttons were confirmed to be responding appropriately to presses. The keypad was removed and contamination was observed under the contrast button contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.